Event description:
An attempt was made to advance an nc sprinter 3.0 diameter, 12mm length balloon dilatation rapid exchange catheter to the lesion. However, the shaft broke proximally when the doctor pushed to get balloon down. No patient injury. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). (Results, conclusions): force applied during advancement.